Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she has been experiencing high blood glucose in the 500 mg/dl range since (B)(6) 2015. Customer stated that the doctor made some adjustments to the insulin pump due to low blood glucose and highs started after that. Current blood glucose was 421 mg/dl; treated with manual injections. The drive support cap is recessed. The tubing had no air bubbles, no insulin leak was found, insulin is not expired and cannula was straight. Insulin did exit the tubing with manual prime. Settings and bolus history are accurate. Customer was advised to change the entire infusion set and reservoir and contact the doctor to discuss the issue.